Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/02/2018 that on (B)(6) 2018 pt reports tx stopped working. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The transmitter had no voltage. There was no data to review in the log. The reported event of the transmitter stopped working was undetermined via product. The probable cause could not be determined via product.